Event description:
It was reported that several of the same cartridge alarms occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. A correction bolus via pump was administered to address bg level.customer loaded a new cartridge to resolve the issue.